Event description:
It was reported that the instrument broke. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Component codes: (B)(4). Visual inspection of the returned item # 42517000303 lot # 63268716 found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.